Manufacturer narrative:
The site declined a system service checkout of the avanta fluid management system. In addition, the site would not disclose info regarding the disposables used during the reported incident. The avanta fluid management system has been in use daily at the site since the reported occurrence. Add'l applications training was provided on may 13, 2014.

Event description:
The site reported the following to a bayer r & I rep: a pt suffered an alleged air injection while connected to the avanta fluid management system, serial number (B)(4). The pt became unstable and required intervention with an iabp (intra-aortic balloon pump). The pt recovered and no further medical or surgical intervention was needed.